Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged product issue occurred on (B)(6) 2017. The patient manages their diabetes with x2 metformin tablets per day and stated that in response to the alleged product issue they consumed less food and/or drink. The patient informed the mss that the following day they developed the symptoms of ¿hives and confusion¿ and visited an urgent care clinic due to these symptoms. Upon arrival at this clinic the patient¿s blood glucose was measured at ¿480mg/dl¿ on a doctor¿s meter and due to this reading, the patient was given insulin and IV fluids by means of treatment from the healthcare professional in the clinic. The patient was able to leave the clinic on the same day and informed the mss that their blood glucose had dropped to ¿220mg/dl¿ when they left the clinic. At the time of troubleshooting the cca confirmed that the test strips and testing strips being used were correct. The cca was unable to walk through a retest and resolve the issue. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.